Manufacturer narrative:
On 12-mar-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31200530l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a vt cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a stroke due to multiple embolisms and remained hospitalized. It was reported the patient suffered from vt (ventricular tachycardias) - ventricular tachycardia in the left ventricle of the heart. The health care professional indicated this condition may cause the formation of blood clots in the heart which are sent as embolism (embolus) that are transferred to different places in the body, mainly in the brain. It was indicated that the patient continued with this condition for at least a week before the last procedure. The electrophysiologist decided to stop the (first) procedure without performing the ablation and called the patient in a week later in order to perform the ablation procedure under full anesthesia. During the procedure, the impedance went to 250 when ablating. The medical team then changed the cable for ablation, the port, and the catheter but none of those fixed the issue. The lamp of the rf (radiofrequency) generator was red on the port catheter 1. The medical team then continued ablating. The system stopped when the impedance was exceeded. The decision during the procedure was to try to exceed the threshold slightly in order to be able to ablate some last 2 points, as it was supposed the impedance shown in the generator is incorrect. The impedance cut-off was raised in generator to about 350 ohms to ablate last 2 points for a few seconds. Ablation finished and the medical team removed the catheters from the patient's body. While not ablating, the impedance value was unstable. It was 400 and it went down to 100, then when started ablating it went up again up to 300 and a lamp in port catheter 1 started to flicker, and they stopped the ablations. It was also reported that a "leakage current error" occurred. The team changed the cable of the catheter fixed this specific issue. The electrophysiologist reports the error issue was not directly related to the patient's condition. As noted, the patient's pre-existing condition of vt can also be a factor in the stroke (cerebrovascular accident).

Manufacturer narrative:
On 2-apr-2024, the product investigation was completed. It was reported a patient underwent a vt cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a stroke due to multiple embolisms and remained hospitalized. It was reported the patient suffered from vt (ventricular tachycardias) - ventricular tachycardia in the left ventricle of the heart. The health care professional indicated this condition may cause the formation of blood clots in the heart which are sent as embolism (embolus) that are transferred to different places in the body, mainly in the brain. It was indicated that the patient continued with this condition for at least a week before the last procedure. The electrophysiologist decided to stop the (first) procedure without performing the ablation and called the patient in a week later in order to perform the ablation procedure under full anesthesia. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31200530l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).